Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4671 lead and dtbb1qq crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short v-v intervals and varying pace/sense impedance measurements. It was further noted that the lead exhibited noise and non-sustained ventricular tachycardia episodes showed oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed and lead extraction was planned for a future date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv pace/sense impedance measurements were undefined high and the continued noise resulted in pacing inhibition. When the pocket was opened for lead explant, it was noted that the lead had "visible crimping" and a fracture was confirmed. The lead was replaced.